Event description:
According to the complainant, during the procedure, the dilatation balloon appeared to deflate inside the patient. In addition, the prolieve system displayed a "low-water level" error message. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
A visual examination of the returned device revealed a tip bond failure which weakened the anchoring balloon bond. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606301 was performed, no anomalies were noted.